Event description:
Hardware removal of cslp plate (c4-c6) implanted approximately 15 years ago (date unknown). The surgeon planned implant removal of cslp plate and implant vectra plate prior to treatment due to patient's progressive degenerative disc disease. The consultant informed the surgeon prior to implant removal that the patient's x-ray revealed that the cslp implant was broken. The surgeon proceeded to remove the cslp implant and six screws (type unspecified) as planned and implant the new vectra plate (c6-c7) with satisfactory results. The consultant reported the revision was not done as a result of the broken plate. Patient retained the explanted devices

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. No part or lot number of device provided, therefore no device history record review can be performed. Device not being returned for evaluation, no further evaluation can be performed. A 510k number not able to be determined without a part number. Device manufacture date not able to be determined without a lot number. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis not previously selected. Update product name. Update awareness date.